Manufacturer narrative:
No further information related to patient death is available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had syncope, received therapy, had "bleeding into head" and double vision. The patient subsequently died approximately three months later. The cause of death is unknown.